Event description:
It was reported that the hpn217 infusion ran 1 minute short on the syringe pump module. As per protocol, the infusion is to run for 60 minutes but it ran for 59 minutes. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an hpn217 infusion ran 1 minute short was not confirmed during the review of the concomitant pcu log. Testing could not be performed as the syringe module sn (B)(6) suspect device was not returned for investigation. Review of the pcu error log showed no errors were recorded on the reported event date. The pcu event log shows no record of the suspect syringe module being used. The concomitant syringe module was attached to the returned pcu sn (B)(6) as channel b, on (B)(6) 2024. At 3:31:20 pm a bd 50ml syringe was selected on the cv mac profile, an infusion was programmed with volume to be infused (vtbi)=23ml and rate= 24ml/h. The infusion started at 3:32:18 pm, was completed at 4:29:12 pm. At 4:30:15 pm another infusion started with a bd 10ml syringe, vtbi=0.65ml and rate= 24ml/h. Infusion was completed at 4:31:58 pm. At 4:32:03 key unit channel off was pressed. The alaris system user manual v9.33 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: use smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe. A review of the bd alaris user manual 9.33 showed a warning indicating that if an error is made when entering drug amount or diluent volume, it may result in an over or under infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: devices were not disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported event that an hpn217 infusion ran 1 minute short was not determined as no suspect device was returned for the investigation.

Event description:
It was reported that the hpn217 infusion ran 1 minute short on the syringe pump module. As per protocol, the infusion is to run for 60 minutes but it ran for 59 minutes. There was patient involvement but no harm.